Event description:
It was reported via repair work order that the cot could not properly secure to the fastening system due to a loose retaining post screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the cot could not properly secure to the fastening system due to a loose retaining post screw. This was reported in error. This unit did not have a loose retaining post and was able to be properly secured to the fastening system.

Event description:
It was originally reported that the cot could not properly secure to the fastening system due to a loose retaining post screw. This was reported in error. This unit did not have a loose retaining post and was able to be properly secured to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.